Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that fragments from the monopolar curved scissors instrument broke off and fell inside the patient. The fragments were retrieved during the same procedure without patient harm, adverse outcome or injury. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the distal end of the monopolar curved scissors instrument broke into a few pieces and fell inside the patient. It was confirmed that all pieces were retrieved and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported event, however, no further details have been received as of date of this report.